Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period.

Event description:
Manufacturing related ref: 2182269-2019-00101. During the procedure, there was a burn at the grounding pad site. The procedure was not completed.